Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2015 due to adhesion and recurrent incisional hernia. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2019. (B)(4) submitted for adverse event which occurred on (B)(6) 2015.